Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Olympus repair center found that the inner circuit board was broken. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to the broken inner circuit board. Aging deterioration may have caused the defect because 6 years have passed since the device was manufactured. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Olympus repair center found that the connection of the video connector and usb connector was lost due to the wear and tear of the connectors. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
During the inspection of the device, olympus repair center found that the endoscopic image became intermittent due to a device electrical problem. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.